Manufacturer narrative:
The customer did not provide patient demographics such as age , month and day the exact date of birth or weight. The customer verified instrument performance by performing a passing system check. The access accutni+3 reagent was not returned for evaluation. A patient sample was sent to beckman coulter (bec) for evaluation. In conclusion, the cause of the reproducibly elevated access accutni+3 result is due to a patient source interferent related to alkaline phosphatase. Per the access accutni+3 instructions for use, potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences.

Event description:
The customer reported an elevated troponin I (access accutni+3) result, above the normal reference range of the assay, for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer repeat tested the sample twice on the same unicel dxi 800 access immunoassay system and obtained elevated results, above the normal reference range of the assay. The sample was also tested on a radiometer aqt90 point of care device and the result was within the normal reference range of the assay. The patient sample was tested at the alternate facility on a unicel dxi 800 access immunoassay system and the results were reproducibly elevated, above the normal reference range of the assay. The patient sample that was obtained at the alternate facility was also tested at two additional facilities and the troponin results were within the normal reference ranges of the assays (siemens, troponin I; roche, troponin t). All system parameters, including access accutni+3 quality control (qc), access accutni+3 calibration and system check, were within assay and instrument specifications. The sample was collected in a serum separator tube. The sample was centrifuged at 3375 revolutions per minute (rpm) for eight (8) minutes at room temperature. No sample integrity issues were noted.